Event description:
It was reported that the patient with this electrode received multiple inappropriate shocks, and a request was made to have data from their subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed. Boston scientific technical services (ts) reviewed the available data and recommended electrode replacement as there was reproducible non-physiological artifacts in the primary vector. Per ts, available data indicated a loss of electrode integrity. Subsequently, the patient underwent a revision procedure, and their entire s-ICD system was revised. No additional adverse patient effects were reported. Product return is expected.